Event description:
Pt - revision surgery: our rep is reporting that a woman with normal bone quality had an arthroscopic shoulder procedure with the use of versalok anchors for fixation sometime in 2009. Several weeks subsequent, the pt presented with pain; x-rays were taken, and from the images, it was discerned that one of the anchors had pulled out of its bone hole. A re-surgery was performed the following month; the anchor was removed, and a "tornier piton" anchor was employed in its place for fixation. This repair was concluded successfully without further issue or harm to the pt. Nothing is being returned for evaluation; the facility will retain possession of the complaint device for several years; their policy.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.